Event description:
It was reported that during a procedure, there was a break in the fiber, where the wire meets the handpiece. The break occurred outside of the patient after 3 joules and 00:05 minutes of use. The fiber was exchanged, and the procedure was completed without clinical consequences to the patient.